Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed and replicated. The unit was tested on an in-house system in normal mode and triggered errors 32098 and 32096. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) with error 32098 failing on the direction test.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during da vinci-assisted radical cystectomy surgical procedure, an error 32098 occurred. The site tried to recover the error but failed, they had to disable the arm and convert to laparoscopic surgery. There was no reported injury.